Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm alarms noted. Unit passed dat test. Unit received with minor scratches on case, minor scratches on reservoir tube window, broken battery tube threads, minor scratches on keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer also reported receiving an unexpected restart alarm on their pump. The customer was given manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the unexpected restart issue was not resolved. The insulin pump will not be returned for analysis.